Event description:
It was reported that (2) devices were used during a laparoscopic sigma. It was reported by the affiliate that the cdh29 instrument could not be fired. Another instrument was used to complete the case. There was no consequence to the pt.